Event description:
The customer reports after a radiofrequency ablation (rfa) of the soft palate using a celon pro sleep plus hand piece, necrosis was found bilaterally on the superior and inferior aspects of the soft palate. The patient experienced pain from the necrosis. There is no obvious velopharyngeal insufficiency (vpi) or nasal regurgitation as of yet. The necrosis was treated with antibiotics and peridex (antiseptic oral rinse). The patient's current condition is described as "improving".